Event description:
It was reported that the customer experienced high and low blood glucose levels. His blood glucose levels fluctuated from 55 mg/dl to 412 mg/dl. The customer treated his blood glucose levels with food, glucose tablets, a correction bolus, and a manual injection. The insulin pump was exposed to an MRI. He was also admitted as an inpatient for medical treatment. When the customer received a low battery alarm, the insulin pump shut down. While troubleshooting, he noticed his infusion set was bent, small air bubbles in his infusion set, and a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).